Event description:
Same case as 2134265-2008-02613. It was reported that during a coronary drug eluting stenting treatment procedure, vessel dissection, stent thrombosis, ventricular tachycardia, and ventricular fibrillation occurred. The patient presented with chest pain. The patient was suffering and acute anterolateral myocardial infarction. Angiography found the proximal lad to be 100% occluded at the previously placed taxus stent. The occlusion was dilated with a 2.5x15 mm non-bsc balloon. A 3.00x28mm taxus express2 drug eluting stent was deployed in the lad. There was a small apical segment that was occluded from distal embolization. Following intracoronary nitroglycerin and the removal of the guide wire, there was some haziness just distal to the stent but flow was excellent. The patient continued to have chest pain and developed ventricular tachycardia and ventricular fibrillation requiring multiple electrical cardiodefibrillations. It was felt that the haziness may have represented intraluminal thrombosis and dissection. A 3.00x24mm taxus express2 drug eluting stent was deployed. The area of overlap was dilated to 23 atms. Following this the balloon was advanced to the very apical lad which recanalized the distal occlusion from the thromboembolism. The catheter and balloon were pulled back and the patient was pain free. The 1st diagonal remains totally occluded. An intra-aortic balloon pump was placed. The balloon pump was removed 48 hours later. Medication: heparin, integrilin, nitroglycerin, amiodarone. Following the procedure the patient was electrically and hemodynamically stable. The patient was discharged four days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.